Event description:
A customer reported an issue with their blood glucose level being displayed as "high" on their cgm, and the exact value was unknown. Cause was not known. The customer took corrective actions, including administering a correction bolus via pump and changing supplies, such as the infusion set and cartridge, multiple times. Technical support guided the customer through inspecting various components of the system, and insulin drops were observed at the tubing's end. The customer opted out of further comprehensive checks at the time and planned to monitor system functionality, agreeing to call back if further assistance was necessary.